Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cerebral hemorrhage. On (B)(6) 2022 the patient had no symptoms left, cortical changes and two small fibroid nodes. The patient had severely weakened bilateral breathing and intubated. The patient had another computed tomography (CT) on (B)(6) 2022 that showed change in morphology of the observed hemorrhage to the left temporally with signs of chronification and organization. A small area with density like that of the cerebrospinal fluid persisted in the left occipital area in the area of the previous hemorrhage. Another CT was performed on (B)(6) 2022 that showed signs of sever diffuse cerebral edema and extensive intraparenchymal hemorrhage mainly in the cerebellum. An x-ray was performed and showed normal position. The patient was placed on prophylactic antibiotic therapy and brain protective therapy.

Manufacturer narrative:
Section e: the customer site was (B)(6) bulgaria.manufacturer's investigation conclusion:the patient passed away (MFR#2916596-2022-13893). A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was put on mechanical ventilation at pulse oximetry saturation (spo2) of(B)(6) and/fraction of inspired oxygen ratio (fio2) of (B)(6). Heart rate was 100 beats/min and mean arterial pressure was 80 mmhg with catecholamine support. The patient had diuresis for movement and urethral catheter placed along with arterial cannula and central venous line. Echocardiography showed situs solitus, normal drainage of systemic and pulmonary veins, intact atrial and ventricular septum, left ventricle with greatly depressed pumping parameters, and global hypoakinesia.